Manufacturer narrative:
No unexpected no delivery or occlusion alarms or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced a high blood glucose of 492 mg/dl. Customer's other blood glucose level was 333 mg/dl and 136 mg/dl. Customer experienced symptoms of nausea. Customer stated that the device has audio issues. Customer was not able to go up or down to change the volume and was unable to hear the insulin flow block alarm. Customer treated high blood glucose with pump. Troubleshooting was declined for high blood glucose and no delivery alarm. Customer is unsure auto mode was active at the time of the incident. The insulin pump will be returned for analysis.